Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was on disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to master ticket where a control purge was actively running on the server. A technical support accessed the affected station via rss, performed a shrink operation on the station¿s database, and rebooted the device. The station returned to operational status with no error icons displayed. This action aligned with the master case resolution, where server purge had caught up and proactive re-indexing and shrinking were no longer scheduled unless necessary. The specialist confirmed that no further action was needed and proceeded for closure. The system functioned as intended after the technical support specialist resolved the issue.